Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator movement guides were lubricated during the service call.

Event description:
The customer reported that the stenoscop system collimator does not work. No pt injury was reported.